Event description:
It was observed that during the device inspection, the colonovideoscope had foreign objects in the air/water tube and the jet tube. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope had foreign objects in the air/water tube and the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it was presumed that the foreign material found is likely simethicone. There was no deformation found to the location where the foreign material was detected. Based upon the customer-provided information, it was confirmed that reprocessing steps were not conducted in accordance with the instruction manual. However, the cause of the material remaining in the device could not be determined. The events can be detected and prevented by following the IFU. IFU states that detection method in gif/cf/pcf-190 series operation manual, "chapter 3 preparation and inspection". IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual, "chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.